Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. It was cracked on the right plunger case. Event history log (ehl) showed multiples battery communication timeout but base hardware failure was not found. No problem was found at power up and all the readings of battery were within the required specifications. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced battery for preventive measure, performed preventive maintenance and all functional testing passed.

Event description:
It was reported that the pump showed a base hardware alarm and a depleted battery. No patient injury was reported.